Manufacturer narrative:
The reported event was found and confirmed through the service evaluation process.

Event description:
It was reported that during equipment evaluation conducted at the manufacturer facility, the safety bar was unable to engage in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment evaluation conducted at the manufacturer facility the safety bar was unable to engage in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation, there was no patient involvement and no delay to a surgical procedure.